Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿the endoscopic ultrasound probe findings in prediction of esophageal variceal recurrence after endoscopic variceal eradication therapies in cirrhotic patients: a cohort prospective study¿. The literature reported the result of 153 cases of the endoscopic ultrasound probe examinations (eup) between january 2012 and december 2014. There was a possibility that the endoscopic ultrasound probe examinations (eup) was performed using the subject device. In the subject procedures, 9 cases of esophageal stenosis reportedly occurred as complications. Based on the available information, a direct relationship between the subject device and the reported adverse event could not be determined. Omsc is submitting nine mdrs according to the number of the adverse event. This is 3 of 9 reports.